Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. Quality controls recovered ok. Upon review of the alarm trace, system reagent short alarms, an abnormal aspiration alarm, a sample short alarm, and a sample clot detection alarm were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the gear pump pressure was too high. The pressure was adjusted. A vacuum line was not evacuating cells. The line was moved and proper evacuation through the tubing was verified. Precision studies were performed and were within specifications. Calibration and controls were good.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The sample initially resulted with a glucose value of 17 mg/dl and this value was reported outside of the laboratory to the doctor. The sample was repeated on a second analyzer, resulting with a value of 88 mg/dl. The glucose reagent lot number was 47113301, with an expiration date of 30-jun-2021.